Manufacturer narrative:
An event regarding corrosion involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before(B)(6)2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Per surgeon: patient clearly has metallosis, and we can see on xray that the center of the femoral head is not congruent with the center of the femoral stem, indicating that there is significant wear at the trunion. I anticipate revising him soon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Per surgeon: patient clearly has metallosis, and we can see on xray that the center of the femoral head is not congruent with the center of the femoral stem, indicating that there is significant wear at the trunnion. I anticipate revising him soon.